Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a disposable tip stuck in a collet in the reported problem area of the pipetter assembly. The fse replaced tip clamp/tip sleeve and performed collet cleaning. The instrument was inspected, tested without further problem, and returned to service.